Event description:
The pump overinfused an ativan solution, requiring intubation of the patient. The flo-gard pump was programmed to infuse an ativan solution (250ml bottle) at a rate of 25ml/hr. Follow-up with the risk manager, revealed the patient was being closely monitored in the ICU during the infusion. The pump appeared to infuse accurately until there was 160ml left in the bottle and the remaining 160ml reportedly "dumped" into the patient. The device was not stopped at any time during the infusion. The risk manager stated the patient had to be intubated as a result of the overinfusion and subsequently developed aspiration pneumonia. According to the reporter, the patient is currently doing "fine". The risk manager noted they do not have any specific patient information and does not know what IV tubing was being used.